Event description:
Healthcare professional reported rupture, affected side unknown. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Healthcare professional reported unknown side "rupture of a non-abbvie device". It has been determined that the device associated with this complaint is non-abbvie. This record is no longer reportable to FDA and will be un-reported.